Manufacturer narrative:
Internal report reference number: (B)(4). Product is not returned for investigation yet. Note: manufacturer contacted customer in a follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 190, 220, 216, 250 and 210 mg/dl. The customer¿s expected fasting blood glucose test result range is 130-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 03/25/2022 and open vial date is 12/2020. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: d10/d11: concomitant medical products: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.